Event description:
On (B)(6), 2012 the lay user/patient contacted lifescan (lfs) alleging a down arrow button, up arrow button, and ok button issue with her onetouch ultra2 meter. It was noted that the buttons do not respond when pressed. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on an unspecified date/time prior to contacting lfs. The patient informed the cca that she manages her diabetes with insulin (type/dose not unspecified). At the time the alleged issue began, the patient denied taking any action regarding her diabetes regimen. On an unspecified date/time, the patient reported having "high blood sugar symptoms" after the alleged issue began. Despite the alleged symptoms, the patient denied seeking medical treatment. At the time of troubleshooting, the cca noted the alleged issue was intermittent and that the patient had been using the subject meter for the last 6 months. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.